Event description:
One of the power supplies on the call light system started to smoke. The call light system was very old and was in the budget to replace. A system from a unit no longer utilized was taken and installed on (B)(6) (nursing unit) until the purchase of a new one could be expedited.======================health professional's impression============================================manufacturer response for (B)(6) nurse call system, hill-rom======================ordered new call system immediately.